Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rigid ureteral dilator and sheath was used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to dilate around a semi-large stone. However, upon withdrawing the dilator, it broke in half. Reportedly, he went back and retrieved the device with a grasper. The procedure was completed at this time. There have been no patient complications reported as a result of this event.